Manufacturer narrative:
Multiple attempts were made in attempt to gather further information regarding further service actions, repair, and final disposition. The customer confirmed the unit was repaired successfully and has been returned to service. No other details were provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 device reporting an intermittent error code 1007: machine and proximal pressure sensors failed, after the flow sensor assembly was replaced. The device was not in clinical use; there was no patient/user harm reported. A philips remote service engineer (rse) assisted the customer biomed engineer (be) in troubleshooting the issue. Documented as follows: during the pvt (performance verification test), the machine pressure and proximal pressure read approximately 90 cmh2o with nothing connected during the system leak test. Error code 1007 displayed after a power cycle. The cable from the da (data acquisition) pcba (printed circuit board assembly) to the mc (motor controller) pcba was verified as secure. The solenoid pins were reported to be properly connected to the da pcba. The rse instructed the be run the unit for a few hours, and power cycle at times. Also, to perform the pvt, and reply with results. Later, the customer reported the system leak test could not be performed again even with no oxygen (o2) connected to the unit. The machine pressure and proximal pressure was reading around 90 cmh2o, but the o2 inlet was reading around 152 psi even with no o2 connected. The rse concluded it was possible some o2 was trapped inside the unit. The rse advised the customer to reconnect then disconnect the o2 to discharge the trapped o2. The o2 inlet pressure did not measure 0 psi, and the machine pressure and proximal pressure reading was 0. While on the phone I instructed him to restart the system leak test. The be plugged the gas outlet ports, then the air inlet. Once the unit was turned on its side, the o2 inlet pressure when to 152 psi, and the machine pressure and proximal pressure went to 92 cmh2o. The rse concluded with the recommendation of da pcba replacement.